Event description:
The customer contact reported the ground prong on the ac power cord plug was bent. On an unspecified date, the pump was returned to the IV dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. The customer contact reported that during testing, it was noted the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.